Event description:
It was reported that the hand held computer's software was having some problems, but no further details were provided. It is unclear at this time what is occurring with the software. Good faith attempts to obtain additional information on event have been unsuccessful to date. Analysis of software indicated that there was a corruption of the database. The cause for the corrupt database could not be determined.